Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with power failure was confirmed by service. This condition was caused by a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. Additional information: this involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92.

Event description:
The facility representative contacted (B)(4) technical services to report a colleague infusion pump with power failure; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.